Event description:
Customer reported the nurse call receptacle on the alarm does not hold a secure fit with the nurse call cable. Customer did not provide a date of event. No pt incident or injury reported.

Manufacturer narrative:
Eval - results: eval of the alarm confirmed the reported issue. The nurse call cable does not maintain a secure fir while plugged into the nurse call receptacle and when the nurse call cable is moved while in the receptacle, the nurse call light toggles on and off at the nurse call test station. The outer black plastic part of the nurse call receptacle is broken off. The alarm passed all other functional tests. The damage to the alarm may contribute to the functional issues. This alarm has been in service for more than two years. Note: all complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).